Event description:
A customer site in the us filed a complaint alleging that a (B)(6) result was generated for one patient sample when using the cobas 4800 hpv test. Sample ID (B)(6) generated a (B)(6) result for other (B)(6) on (B)(6) 2013. When repeated on (B)(6) 2013 the result was (B)(6). The customer released the (B)(6) result. No patient information was provided and it is unknown if any patient treatment was affected.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).